Event description:
Expand g4 phase 1 study report. Patient ID: (B)(6). This is filed for death of unknown cause. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted and the mr was reduced to grade 3+. One day post procedure, transthoracic echocardiogram noted the mr was at grade 2+. On (B)(6) 2022, it was reported that the patient died at an outside hospital. Cause of death was unknown. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information was provided. One day post procedure, transthoracic echocardiogram noted the mr was at grade 1+. Echocardiogram performed on (B)(6) 2021 noted the mr was at grade 1+. On (B)(6) 2022 the patient died of causes related to cardiac arrest, with acute hypoxic respiratory failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The investigation determined the reported death appears to be related to patient condition and death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.